Manufacturer narrative:
Ps426712. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and is also compatible with the f&p mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and is also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannula was received at f&p in new zealand for investigation, where it was visually inspected. Further information about the reported event, including the sequence of events, was requested. However, no response was provided despite f&p making several requests for this information. Our investigation is based on our evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the opt944 optiflow + adult nasal cannula revealed that the tubing was torn near the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. There were no patient consequences reported. Conclusion: without further information about the reported event from the customer our investigation is unable to determine the cause of the observed damage to the opt944 optiflow + adult nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan provide direction on how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed" "it is recommended to use appropriate patient monitoring with this product " "fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". "Make sure that an air flow is coming out of the prongs when using the product in the patient". "Use the clip to secure the tube to the prongs."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. There was no patient consequence reported.